Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of atrial fibrillation were picked up by the ventricular tachycardia (vt) monitor zone of the device; and was interpreted as vt episodes. Device reprogramming was recommended but no intervention has been conducted at this time. The patient was stable and will continue to be monitored.